Event description:
It was reported that a patient experienced hypotension. During a pulsed field ablation (pfa) procedure, a farawave catheter was selected for use. It was noted that hypotension occurred leading to prolonged hospitalization. No further information was provided surrounding patient status.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.